Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 99% stenosed lesion was located in the left anterior descending artery. The physician advanced a 1.5x8mm apex balloon catheter to the target lesion, however it was unable to cross the lesion. The device was removed and the physician advanced a 2.5x20mm apex balloon catheter to the target lesion using a non-bsc guide catheter. Post dilation was preformed and it was noticed that the left main was dissected. The 2.5x20mm apex balloon catheter was removed and a non-bsc 3.0x8mm stent was deployed to treat the dissection. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).